Manufacturer narrative:
Citation: liu p et al. Which is the best prosthesis in an isolated or combined tricuspid valve replacement? European journal of cardio-thoracic surgery. 2021; 59:170-179. Doi: 10.1093/ejcts/ezaa273. Medtronic products referenced: mosaic bioprosthetic valve (PMA# p980043, product code dye), hancock ii bioprosthetic valve (PMA# p990064, product code dye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective comparison of outcomes of patients undergoing a tricuspid valve replacement with a bioprosthetic or mechanical valve, with or without a concomitant surgery on the left side of the heart. All data were collected from two centers between january 1999 and december 2018. The study population included 338 patients (predominantly female, mean age 41.3 years), 43 of whom were implanted with medtronic mosaic bioprosthetic valve and 72 of whom were implanted with medtronic hancock ii bioprosthetic valve (unique device identifier numbers not provided). Among all patients, 9 deaths occurred within 30 days of implant due to cardiac failure related to severe depression of myocardial function. Throughout the follow-up period, 91 other patients died due to cardiac reasons (58 patients), low cardiac output syndrome (21 patients), valve-related complications (37 patients), and non-cardiac reasons (33 patients). Multiple manufacturer¿s devices were implanted in the study population, and no association was made between the deaths and a specific manufacturer¿s devices. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: right-sided heart failure, liver failure, renal failure, infection, bleeding, complete heart block requiring a permanent pacemaker, cerebrovascular accident, pulmonary hypertension, thrombosis, structural valve deterioration, severe tricuspid regurgitation, pannus formation, endocarditis. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.